Manufacturer narrative:
The actual device was received for evaluation. A functional flow accuracy test was performed and infusion completed without any issues. A review of the event history log showed multiple occurrences of error code 24502. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the error code could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a novum iq large volume pump, system error 24502 was found (pump head rejected infusion request). No additional information is available.